Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn 14613512 was performed from the date of manufacture, 11-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failing. A field service engineer cleaned and tightened the latch and wire harness connections, ran diagnostics, opened and closed multiple times successfully. All tests passed successfully. The customer completed medication inventory in the refrigerator with no issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator continued to fail even after recovery was performed. The machine was restarted multiple times; however, the issue persisted and was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.